Event description:
It was reported that during a stent graft placement procedure, one-third of the stent was deployed and then the stent would not be deployed anymore. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation and the stent graft was found partially deployed. The outer sheath was found elongated which as indication increased release force during the attempt to deploy the stent graft. An attempt to deploy the stent graft during evaluation was unsuccessful. No difficult patient anatomy was reported; however, the exact intended placement site was not reported. Based on sample evaluation the reported failure to completely deploy the stent graft is confirmed. Based on information available, a definite root cause for the reported device issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed, it was found that the instruction for use sufficiently address the potential risks. E.g., the instruction for use states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instruction for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instruction for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended." H10: d4 (expiration date: 06/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft procedure, one-third of the stent was deployed and then the stent would not be deployed anymore. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.